Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer¿s blood glucose reading was unknown. Customer received motor error alarm during the rewind process and the alarm history showed more than one motor error alarm in a 30-day period. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and the product will not be returned for analysis.